Event description:
It was reported that the procedure was to treat a thigh av fistula in the subclavian artery. A 8.0 x 80 mm armada 35 was advanced to the lesion and inflated; however, the balloon would not inflate. A new same size armada 35 was successfully used to complete the procedure. The armada was pressurized again outside the anatomy and it still would not inflate. There was no leak noted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It isis indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.